Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost non-existent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the patient presented in the office for a debridement of the implant at tooth location #19 after complaints of "always feeling something on their tongue." The patient was feeling the top of the implant due to the gum tissue not healing over the cover screw. After reflecting the tissue of the implant, the doctor noted that the implant had over 50% bone loss surrounding the implant. It is believed that this was caused by a previous undetected infection. The implant was removed.